Event description:
It was reported the knobs are not turning correctly. It was also reported the front case is damaged and the bail covers and bail rings are missing. It was also reported the device was dropped and the lens is damaged and the rate and output control knobs are sticky. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; encoder flex defective (electrical), two side bail covers broken, and two side bails missing. Analysis could not confirm the reported front case damage. Analysis also found the lcd (liquid crystal display) lens is broken, keyboard pad is damaged, ring cover is broken, and battery contacts are compressed. (B)(4).